Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26 mm sapien 3 ultra resilia valve in the native aortic position. During the procedure, there was insertion difficulty when inserting the 26 mm commander delivery system (ds) into the 14fr esheath+, and the ds ultimately became stuck at the partially expandable (strain relief) portion of the esheath+. The angle of insertion was adjusted and the system was then able to advance. It was noted, however, that the valve frame was distorted. The devices were removed and replaced. The second valve was able to advance and was successfully implanted. Per report, no vascular complications occurred. Upon removal of the first esheath+, it was observed to have a distal tip split.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Corrections to sections h6: component code, investigation findings and investigation conclusions. Additions to section h6: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath and sheath distal tip split were unable to be confirmed as no device or imagery were provided. It is possible that the insertion angle was steep, as the delivery system was able to pass through after the ''operator adjusted the angle''. A steep insertion angle can result in non-coaxial alignment between the devices. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As such, available information suggests that procedural factors (insertion angle) may have contributed to the difficulty advancing through sheath. In addition, the thv was reported to have a ''distorted'' frame. This could increase the likelihood of the thv to catch on to the distal tip during retrieval. Catching could be further promoted by non-coaxial withdrawal trajectories facilitated through challenging anatomical characteristics (tortuosity/calcification. While access vessels were reported to be mildly tortuous, no 3mensio report was provided for further assessment. Therefore, due to insufficient information, a definitive root cause of the sheath distal tip split is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.